Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during left ventricular lead implantation procedure, the catheter perforated the coronary sinus. Perforation was visible with contrast blush and it resolved with time. Patient was doing fine and did not experience any issues.